Manufacturer narrative:
Visual examination revealed the catheter was rec'd in two pieces. The catheter shaft was cut at the distal end of the handle. The catheter shaft was totally separated from the handle. There was a white stretch mark 5.5 cm from the loop plane. The catheter tip was inspected under the microscope, and there were no anomalies observed. Functional testing of the catheter was not possible due to the catheter being cut. Investigation confirmed the report that the catheter had been cut, no other anomalies noted. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while performing an electrophysiological procedure the inquiry optima catheter became entangled in the chordae tendineae. The physician was maneuvering the inquiry optima catheter in the left ventricle during an electrophysiological procedure when the inquiry optima catheter became tangled in the chordate tendineae. The physician cut the catheter at the distal end of the catheter handle and utilized a long introducer to remove the entangled catheter sheath from the chordate tendineae. The physician reported there were not any issues with the catheter. There were no adverse consequences to the pt.